Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.